Manufacturer narrative:
Corrected to include device code (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 21-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving floxuridine, heparin, dexamethasone, and saline via an implanted pump. The indication for use was cancer chemotherapy. It was reported the patient's catheter was dislodged or possibly disconnected from the pump which was maybe diagnosed with a scan and the pump was alarming. It was not known if the alarm was critical or non-critical. The caller requested the pump off code and noted there was no symptoms.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported they are only the chemo nurses so they don't handle the pump, but it was noted about a month ago the patient came in and the nurses were unable to access the port. They then brought the patient in and discovered the disconnect. Additional information was received on 2019-sep-17 from the patient's healthcare provider (hcp). The hcp reported that the cause of the catheter disconnect was not determined. However, it was confirmed that the catheter had dislodged as well. It was reported that the pump alarm was due to the pump being empty. The pump was empty because the pump could not be refilled on (B)(6) 2019 and the pump had not been filled since (B)(6) 2019. The hcp reported that on 2019-jun-24th the patient had an abdominal x-ray which indicated that the patient's catheter tip was in the right lower quadrant rather than in the left lower quadrant. It was also noted that the catheter had been disconnected as of (B)(6) 2019. The patient was taken to urgent care and on (B)(6) 2019 a cat scan was performed, which confirmed the same result. It was reported that the catheter was left disconnected, the pump was turned off, and it was unknown when the patient would be getting a new pump.